Event description:
Philips received a complaint from the customer reporting the esprit v1000 ventilator would not boot on. The device was not in clinical use. There was no report of harm. Investigation ongoing / resolution pending.

Manufacturer narrative:
The customer declined the proposal for corrective services. Therefore, no further investigation for this event is possible at this time. If additional information is received the complaint file will be reopened.